Event description:
It was reported that the customer's insulin pump was alarming no delivery despite having plenty of insulin. The customer changed her set, and the insulin pump started working. The customer's blood glucose at the time of the call was unknown. The customer stated that his blood glucose earlier was 200 mg/dl. The customer stated that the alarm was resolved by a complete set change. Advised customer to call back when the insulin pump was alarming in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.